Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implant was getting slow to charge about 3 months ago. Patient could not even move and if they did it stopped charging, loosing connection and patient had to get it restarted, repositioned. Patient also reported the recharger was burning patient. Pt confirmed it did not leave a mark but it felt really hot. Patient also said that they saw the rep eric today and the rep said to call and get the recharger replaced. An email was sent to repair to replace the recharger.